Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
Additional information received from subsidiary that there was no delay in the procedure. As a result, an alternate device was employed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, ''high oxygen supply pressure" was displayed. The surgical procedure was completed successfully. There was no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the electronic patient gas system (epgs) to a system 1 simulator and central control monitor (ccm), attached oxygen and air at 50 psi, and waited 15 minute oxygen (o2) sensor warm-up period. After the 15 minute warmup period, calibration of the epgs was initiated and passed. The measurement of the direct current (dc) output voltage from the o2 sensor at 5 l/min and 100% o2 was 1.76 volts, within the specification of 0.55-2.758 volts. The pst checked internal connections and found nothing that would cause the failure. The epgs was operated for two days with the only "high oxygen supply pressure" alarms occurring when the oxygen supply was increased to 70 psi or higher. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. Per data log analysis, the complaint indicates the issue occurred on (B)(6) 2016, but the log indicates the issue actually occurred on (B)(6) 2016. A perfusion screen is opened at 07:49:34, and calibration is completed at 07:59:52. At 12:17:58 o2 pressure is reported high and again at 12:18:22 as reported. This indicates the input pressure exceeded the 70 psi maximum. Normally this is caused by the input source and not by the gas system. It is possible the pressure transducer is not measuring the input pressure accurately but this is less likely. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.